Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the tip of the cold jaw boot was detached and missing. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder silicon jaw boot was breaking off. A replacement unit was used to complete the procedure. The hospital did not report and patient effects. The product is returning.